Manufacturer narrative:
Continuation of d10: product ID a71200 lot# serial# unknown implanted: explanted: product type software, ubd: unknown, UDI #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturer representative (rep) was attempting to interrogate a new implantable neurostimulator (ins) and the rep indicated that they were getting a system problem message with code (B)(6). The rep attempted to interrogate the ins a second time during the call and the tablet displayed the same code. The rep restarted the tablet and tried to connect to the ins and indicated that a validation error was displayed but did not provide the code. The rep pressed the start usage button and got the same system error code (B)(6). The rep ended the session and tried to start another session, the tablet displayed a validation error with code 00 01 00 bb. The rep was instructed to select the option to continue and then wait for about 10 second before selecting the start usage button. The rep indicated that they were able to successfully start the usage on the ins without getting the system error message. The troubleshooting steps resolved the issue. The issue was associated with a device that was still in the box and there was not a patient associated with the issue.